Event description:
Customer reported a hole in the pump segment, resulting in a leak. No pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report of a set leaking was confirmed. The leak was noted on the pvc tubing to the drip chamber blood filter top and not the pumping segment as reported by the customer. Visual examination noted the pvc tubing was completely separated from the drip chamber blood filter top cap port. Visual examination under the microscope noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during the manufacturing process. There was no other anomalies observed with the returned set during initial inspection. Functional testing of the returned set was deemed unnecessary due to the tubing separation from the drip chamber top cap port. Dimensional analysis was performed on the pvc tubing and it was found to be within specification. The root cause of the customer's leak was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.